Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm was received; however, the alarm could not be confirmed. Cartridge was reloaded resolving the alarm. Customer's blood glucose level was 157 mg/dl.